Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure the patient experienced blurry vision/poor visual acuity at near. The iol was exchanged in a secondary procedure. Clinical reason menationed as "patient cannot read".

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and reported that the iol was exchanged for the same lens model but one and half a diopter more power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol.